Manufacturer narrative:
This report is being supplemented to provide a correction and additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Corrected fields: b3, b5. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: all channels, cfu: <1cfu, bacterial identification: n/a. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 1-10 colony forming units (cfus) of staphylococcus epidermidis and echerichia coli (e coli). The device was retested on july 23, 2025, and it tested positive for 1-10 cfus of e coli. The device was tested again on july 31, 2025, and tested positive for 1-10 cfus of e coli. The device was tested again on aug 6, 2025, and tested positive for 10-50 cfus of e coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to section h11. It should be noted the customer is utilizing an endoscope washer disinfector by soluscope currently undergoing field corrective action for the disinfection efficacy of flexible endoscopes. Without further details on how it is being cleaned, disinfected, and sterilized procedure on site we are not able to correlate possible lapses in reprocessing with the validated procedure in our instructions for use. After reprocessing by olympus, the hygiene microbiological investigation shown no growth.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.